Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. The light guide lens has a crack. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive around light guide lens had a chip. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: broken light guide lens caused by crack light guide lens. The most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope had the broken light guide lens. The issue was found during inspection for use of the device. There was no patient involvement.